Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2017; 5076-52 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they heard the "high/low tone" from their device. The patient had their device check and it was determined that the his right ventricular (rv) lead exhibited rising thresholds and pacing impedance. The rv lead also exhibited high pacing impedance, high superior vena cava (svc) defib impedance, and high his ventricular bundle defib impedance. The rv lead was programmed off, and later explanted and replaced. No patient complications have been reported as a result of this event.